Manufacturer narrative:
Alleged failure: this precision malfunction while stealth navigation was activated during an ent case. [Update - the malfunction occurred near the end of the case. After rebooting the console, the surgical team was unable to get the light source to reactivate. The surgeon was able to finish without using the light source as the rest was closure of the incision. It wasn¿t until I removed it from the room to troubleshoot that it reactivated with its normal white colored light. At this point I power cycled it several times and observed no abnormal function. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. Although the complaint could not be confirmed, the probable root cause could be one of the led clips on the main board becoming open and/or the led module needing calibration. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of light.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was loss of light.